Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an issue while changing supplies when a new cartridge was inserted and the connector broke apart during twisting, leaving the cartridge lodged in the pump chamber. The agent confirmed that the piston had been rewound prior to inserting the prefilled cartridge. Multiple attempts were made to remove the stuck cartridge, including trying to gain grip on the cartridge, attempting the fill tubing step, and applying gentle force to dislodge it. The cartridge was eventually removed successfully. The chamber was cleared of all broken pieces, and new supplies were prepared. The patient was guided to rewind the piston, insert a new cartridge, and then attach the connector and tubing, after which the fill tubing step was completed successfully with visible drops observed. The patient was able to finish the supply change independently. No further assistance was required, and blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.